Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and has experienced no further issues at this time. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, neurological dysfunction, and other events, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06sep2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the fall occurred when the patient smelled blaster penetrating catalyst at which point their eyes rolled to the back of their head and the patient fell backward. The physical therapist was not able to catch the patient or break their fall. The patient immediately got up on their own and did not have any symptoms prior to or after the fall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was working with therapy and was exposed to a noxious olfactory stimuli, and immediately fell thereafter, striking the occiput. There was possible loss of consciousness. It is unknown whether a cardioembolic event precipitated the fall. The patient was determined to be subtherapeutic on warfarin since early november. A computed tomography (CT) scan of the head demonstrated a 2 millimeter left frontal subdural hematoma. Neurosurgery was consulted for recommendations regarding restarting warfarin in the setting of acute subdural bleed with a left ventricular assist device (lvad).